Event description:
It was reported that the bd insyte autoguard shielded IV catheter experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: replaced microclave and leak persisted. Add info received. - where was the leak identified? Was it between the blue catheter adapter/hub and the other device? Is the threading problem in that same location? Answer: in the connection next to the microclave device (needlefree connector). Replaced microclave and leak persisted.

Manufacturer narrative:
Additional information b5: describe event or problem: it was reported that the bd insyte autoguard shielded IV catheter experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: replaced microclave and leak persisted. Add info received. - where was the leak identified? Was it between the blue catheter adapter/hub and the other device? Is the threading problem in that same location? Answer: in the connection next to the microclave device (needlefree connector). Replaced microclave and leak persisted.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: replaced microclave and leak persisted.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38182314 and lot number 2325053. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this reported incident.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: replaced microclave and leak persisted.